Event description:
This is a spontaneous case report received from a physician in united states on 06-jul-2015 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2011. Physician reported that essure was placed on (B)(6) 2011 and states that pain and issues began within 6 months relating to essure. Health care professional reported high blood pressure, severe tubal pain, heavy bleeding/passing clots, migraines, weight gain, hair loss, loss of libido, mood swings and many other issues. On (B)(6) 2015, essure device was explanted. In addition, the seriousness criterion "required intervention" was reported. However, it was not specified for which event. Ptc investigation results were provided on 15-jul-2015: ptc global number: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known, possible, undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this medically confirmed, spontaneous case report (received via regulatory authority) refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and within 6 months experienced severe tubal pain and heavy bleeding (passing clots). These events, seen as adnexa uteri pain and genital bleeding, are serious due medical importance and listed in the reference safety information for essure. During essure use, abnormal genital bleeding and abdominal, pelvic and uncharacterized pain may occur. In this case, severe tubal pain, heavy bleeding (passing clots) and other non-serious issues began 6 months after placement. Essure micro-inserts were then removed. Given positive temporal relationship and their nature, the reported events are assessed as related to essure use. It was informed that essure was removed (intervention required was implied) so this case is regarded as incident. A product technical analysis was performed and concluded there is no reason to suspect a causal relationship to a potential quality deficit. No further information is expected.